Event description:
The manufacturer received information alleging a ventilator was not delivering oxygen properly and a patient's blood oxygen saturation dropped while on the device. The patient was placed on a different ventilator in response to the event. A request has been made to the customer to have the device returned to the manufacturer's quality product investigation laboratory; however, at this time the device has yet to be returned for evaluation, and we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not delivering oxygen properly and a patient's blood oxygen saturation dropped while on the device. The patient was placed on a different ventilator in response to the event. The manufacturer requested the return of the device for evaluation to the manufacturer's product investigation lab; however, the customer declined and opted to have the device evaluated at a third-party service center. The device was evaluated by the third-party service center and the customer's complaint was unable to be duplicated. The device was found to operate and alarm as designed. The manufacturer concludes the device did not cause or contribute to the reported event.